Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. 1 x zso-10-10 of lot number c1515692 was returned to cirl for an evaluation. The stent was not broken but there was a slight kink noted at the 5th porthole on the non-tapered end. However, it was possible to pass a 0.035 inch wireguide through the stent indicating that it was functionally fine. Complaint is confirmed as a slight kink to the stent was verified in the laboratory. A review of the manufacturing records for the device of lot # c1515692 did not reveal any discrepancy related to the complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is evidence or no evidence to suggest that there are any manufacturing issues associated with lot number c1515692. Prior to distribution all zso-10-10 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. The instructions for use, which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, there is a precaution included in the instructions for use, ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ a definite root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory. A possible cause for the kink may be due to handling of the stent while being straightened and passed over the wire guide. As per information provided, the patient did not experience any adverse effects as result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Stent broke one side while being threaded onto the wire. FDA MDR reporting required - event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent kinked/bent'. No adverse effects to the patient have been reported as occurring.